Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the neutraclear broke when attached to the patient's central venous line (cvl). There was no patient harm.

Event description:
The customer reported that the neutraclear broke when attached to the patient's central venous line (cvl). There was no patient harm.

Manufacturer narrative:
The customer¿s report that the neutraclear connector broke was confirmed. Visual inspection of the set noted a portion of the male luer collar was broken off from the connector. The root cause was not identified. The mating devices were not returned for investigation.